Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit nicu nurse stated that the patient has not reached their cooling target, but the arctic sun device swapped over to rewarm already. Patient temperature (pt) was 35.4c, targeted temperature (tt) was 33.5c, water temperature (wt) was 39.8c, flow rate (fr) was 0.7lpm. Explained that their device was set to automatically begin rewarming at the end of the cooling phase. Explained correlation between flow rate (fr) and heater capacity. Checked event log and noted several 113s over the course of therapy. Confirmed no water added during this therapy, and it just came up from biomed for this case. Checked diagnostics showed that the system hours were 1773, pump hours were 250, inlet pressure (ip) was -6.4psi, circulation pump command (cpc) was 32 percentage, flow rate (fr) was 0.7lpm, circulation pump command (cpc) was 32 percentage, flow rate (fr) was 0.7lpm. Adjusted tubing, no change to flow rate (fr). Disconnected and reconnected tubing using proper technique with no change. The patient was not stable enough for a pad change. Since the water temperature (wt) was already at 40c no changes made. If the water temperature (wt) was dropped too low, they could consider adding a second pad to increase the flow rate (fr) or water temperature (wt). Suggested sending to biomed noted multiple 113 alerts after therapy were completed. Per follow up information received via task on 20jan2026, spoke with charge nurse who stated that nurse was not present during the time of this incident, but believed the attending team for this patient continued making changes to the device settings. The device was no longer on the unit, and the original complainant was not available to confirm. No further information available.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Circulation pump command (cpc) was 32 percentage, flow rate (fr) was 0.7lpm, circulation pump command (cpc) was 32 percentage, flow rate (fr) was 0.7lpm. Adjusted tubing, no change to flow rate (fr). Disconnected and reconnected tubing using proper technique with no change. The patient was not stable enough for a pad change. Since the water temperature (wt) was already at 40c no changes made. If the water temperature (wt) was dropped too low, they could consider adding a second pad to increase the flow rate (fr) or water temperature (wt). Suggested sending to biomed noted multiple 113 alerts after therapy were completed. Per follow up information received via task on 20jan2026, spoke with charge nurse who stated that nurse was not present during the time of this incident, but believed the attending team for this patient continued making changes to the device settings. The device was no longer on the unit, and the original complainant was not available to confirm. No further information available. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit nicu nurse stated that the patient has not reached their cooling target, but the arctic sun device swapped over to rewarm already. Patient temperature (pt) was 35.4c, targeted temperature (tt) was 33.5c (cooling), water temperature (wt) was 39.8c, flow rate (fr) was 0.7lpm. Explained that their device was set to automatically begin rewarming at the end of the cooling phase. Explained correlation between flow rate (fr) and heater capacity. Checked event log and noted several 113s over the course of therapy. Confirmed no water added during this therapy, and it just came up from biomed for this case. Checked diagnostics showed that the system hours were 1773, pump hours were 250, inlet pressure (ip) was -6.4psi, circulation pump command (cpc) was 32 percentage, flow rate (fr) was 0.7lpm, circulation pump command (cpc) was 32 percentage, flow rate (fr) was 0.7lpm. Adjusted tubing, no change to flow rate (fr). Disconnected and reconnected tubing using proper technique with no change. The patient was not stable enough for a pad change. Since the water temperature (wt) was already at 40c no changes made. If the water temperature (wt) was dropped too low, they could consider adding a second pad to increase the flow rate (fr) or water temperature (wt). Suggested sending to biomed noted multiple 113 alerts after therapy were completed. Per follow up information received via task on 20jan2026, spoke with charge nurse who stated that nurse was not present during the time of this incident, but believed the attending team for this patient continued making changes to the device settings. The device was no longer on the unit, and the original complainant was not available to confirm. No further information available.